Manufacturer narrative:
Follow-up #1: date of submission: 06/202016 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the pump's black box showed a pump reboot event on (B)(6) 2016 at 15:36; deliveries were resumed on (B)(6) 2016 at 18:19. The pump history showed that the pump was manually suspended on (B)(6) 2016 at 18:35 and manually resumed at 18:56. The investigation manually calculated an ezcarb and ezbg bolus; the returned pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. No delivery interruptions or alarms occurred during the investigation. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Oh (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event on the same day while on the pump. The reporter stated that the patient had a blood glucose over 600 mg/dl with symptoms of nausea and extreme thirst. There was no indication that the patient received any treatment above and beyond the normal range of diabetes care in regards to the alleged blood glucose excursion. The patient allegedly discontinued pump therapy at the time of the call and was using injections for insulin therapy. The reporter reviewed the pump history with a customer technical support representative and found that all of the settings were normal and matched the expected values. The alleged blood glucose excursion was attributed partially to the patient incorrectly manually calculating a bolus amount. The patient was referred to their healthcare provider for diabetes management issues. The reporter stated that the patient was insisting that the pump be returned to animas and that they had lost confidence in the pump. This complaint is being reported because the patient allegedly experienced a hyperglycemic event while on the pump and believed the pump to be at fault.